Event description:
Device 3 of 3; MFR. Reference report#: 1627487-2019-05868; 1627487-2019-05869.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3 MFR. Reference report#: 1627487-2019-05868. 1627487-2019-05869. It was reported that the patient was not receiving adequate therapy. As a result, the patient's drg system was explanted.